Manufacturer narrative:
The pushwire has not been returned for evauation and the reason is unknown; however, the pipeline involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 17mm located in the cavernous segment of the right ica (internal carotid artery). The patient was on dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 35mm) would not release from the capture coil and it was removed from the patient. The procedure was completed successfully with a new device. No patient injury was reported as a result of the procedure.